Event description:
The customer observed false positive alinity I toxo igm results generated for multiple patient samples. The following data was provided (package insert reference range >/= 0.60 index is reactive): initial results generated on (B)(6) 2024 and repeat results generated on (B)(6)2024, sample ID (B)(6), initial result = 5.16 index, repeat result = 0.38 index, sample ID (B)(6), initial result = 0.89 index, repeat result = 0.05 index, sample ID (B)(6), initial result = 1.37 index, repeat result = 0.09 index. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I toxo igm assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67408be00. Device history review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. The overall performance of the alinity I toxo igm reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 67408be00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igm reagent lot 67408be00 was identified.

Event description:
The customer observed false positive alinity I toxo igm results generated for multiple patient samples. The following data was provided (package insert reference range >/= 0.60 index is reactive): initial results generated on (B)(6) 2024 and repeat results generated on (B)(6) 2024. Sample ID (B)(6) initial result = 5.16 index, repeat result = 0.38 index. Sample ID (B)(6) initial result = 0.89 index, repeat result = 0.05 index. Sample ID (B)(6) initial result = 1.37 index, repeat result = 0.09 index. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p47-22, that has a similar product distributed in the us, list number 7p47-40 / 45, with 510k/PMA/bla number k233932.